Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. 3162 v-sics since last session 8.9 days ago. Rv pace impedance steady at approximately 508 ohms through (B)(6) 2016, rises out of range starting (B)(6) 2016. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. During the rv lead laser extraction the superior vena cava was tore at the joint with the innominate. The rv lead was explanted. No further patient complications have been reported as a result of this event.